Manufacturer narrative:
(B)(4).

Event description:
It was reported that while in the cath lab the intra-aortic balloon (iab) was prepped and inserted via a sheath into the patient's right femoral artery. The intra-aortic balloon pump (iabp) therapy began and after four beats it was noted the sheath hub detached from the sheath body. "Blood was backing up" per the md, "they got the sheath and balloon out and maintained guidewire access and replaced the iab." There was no reported patient death, injury or complications. There was a delay in iabp therapy for the time frame required to retrieve, prep and insert the second iab into the same insertion site. The patient outcome is fine.

Manufacturer narrative:
(B)(4). Device evaluation: returned for evaluation was an 8fr 40cc iab fos and teflon sheath. The proximal end of the teflon sheath was returned detached from the teflon sheath hub. Engineering has been notified of the event. The distal end of the sheath was located approximately 16.0cm from the distal tip of the catheter. A bend in the central lumen was noted approximately 17.0cm from the distal tip of the catheter. The bend in the central lumen appeared to be return packaging related. The inner diameter of the returned teflon sheath was measured and met specifications. A 0.025 inch spring wire guide (swg) was front loaded through the luer end of the iab. Resistance was encountered at the previously noted bend; the swg was able to advance. The swg was back loaded through the iab distal tip. Resistance was encountered at the previously noted bend; the swg was able to advance. A device history record review was conducted for the lot number/serial number, and one nonconforming part was noted in the quality inspection report during manufacturing. According to the inspection report, the nonconforming part had a loose bond between the sheath and the hub. The device passed all other manufacturing specifications prior to release. See other remarks section for continuation. Other remarks: conclusion: the reported complaint of the sheath separation is confirmed by visual inspection of the device. The proximal end of the sheath was returned separated from the sheath hub. The root cause of the separation is undetermined. (B)(4) was previously initiated to investigate the issue. This complaint type will continued to be monitored for any developing trends.

Event description:
It was reported that while in the cath lab the intra-aortic balloon (iab) was prepped and inserted via a sheath into the patient's right femoral artery. The intra-aortic balloon pump (iabp) therapy began and after four beats it was noted the sheath hub detached from the sheath body. "Blood was backing up" per the md, "they got the sheath and balloon out and maintained guidewire access and replaced the iab." There was no reported patient death, injury or complications. There was a delay in iabp therapy for the time frame required to retrieve, prep and insert the second iab into the same insertion site. The patient outcome is fine.